Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, the clip of the starclose se device was deployed; however, the clip applier was difficult to remove. The safety release mechanism was used but did not work. Some force was applied and the device could be removed from the patient anatomy. The clip of the starclose se device achieved hemostasis and there was no adverse patient effects. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove was confirmed based on a broken vessel locator wing. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.